Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was unable to reproduce the reported issue. The stm inspected the curly cord and all video cables and boards and decided to replace the video receiver flat cable as a precautionary measure. The stm then ran all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a "flickering display" issue. There was no patient harm and no adverse event was reported.